Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the glide tip worn out and states this caused the end user to fall. No injuries noted and the end user has only had the unit for 2 months.